Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('once again the coils were embedded inside the tube and could not be visualized in the cavity') in an adult female patient who had essure (batch no. 627434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I and (B)(6) infection. She had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included diabetes, polyp, renal failure, obesity, folliculitis, hives, anxiety attack, chronic renal failure, hypertension, anemia, end stage renal disease, hyperphosphatemia, urinary tract infection, cellulitis and diarrhea. Concomitant products included abacavir, aciclovir sodium (acyclovir abbott vial), amlodipine, emtricitabine;tenofovir disoproxil fumarate (truvada), glibenclamide; metformin hydrochloride (glucovance), hydralazine, metoprolol, ranitidine, triamcinolone and valsartan (diovan). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("miscarriage"). In (B)(6) 2010, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and pelvic pain ("pelvic pain female"). In (B)(6) 2010, the patient experienced weight fluctuation ("weight gain/ loss (specify which one) weight fluctuations"). In (B)(6) 2012, the patient experienced depression ("psychological and psychiatric problems- condition: depression") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dyspareunia ("pain during intercourse") and migraine ("severe migraines") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, vaginal haemorrhage, menorrhagia, weight decreased and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: she had no history of migraines prior to undergoing the implantation of essure. Additionally, she may have no choice but to undergo a hysterectomy to have her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: not total blockage, give it a few more weeks for blockage of tubes to be complete. Another test not needed. Ultrasound pelvis - on (B)(6) 2016: impression: there is a large, 3.9 cm maximally, subserosal mass in the anterior midbody of the uterus towards the right side most consistent with a fibroid. Endometrial stripe is normal thickness. 2.3 cm complicated cyst, likely a hemorrhagic cyst, in the right ovary. Otherwise normal appearance of both ovaries.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: pfs+mr received. Event "embedded device and pelvic pain" added. New reporters, plaintiffs information added. Concomitant conditions and drugs were added. Onset dates for events were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.